Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s touchscreen was cracked and the device was no longer functional; the user did not recall any drop or impact. Symptoms included no reported clinical effects. Outcomes included replacement of the device and instructions that the device would no longer be watertight, to shut down the unit to avoid further alerts, to use cgm via the dexcom app or receiver, to back up therapy as needed, and that data would not transfer to the replacement. Investigation included customer interview and logistical assessment for replacement and return. Investigation of this device revealed physical damage to the touchscreen rendering the pump nonfunctional and unable to maintain watertight integrity. It was concluded, based on previously established findings for similar reports, that the cause was physical damage of undetermined origin.